Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 8 months after the dental implant was installed in intraoral region #9 it was verified its non- osseointegration . Seventy (70) ncm of primary stability was achieved and immediate load was executed. Patient presented bone type I. Bone overheating happened during surgery.